Manufacturer narrative:
Investigation summary: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends. Root cause: unable to determine. Source: phone.

Event description:
Reported 1 false positive result for quickvue otc for 1 individual. Consumer tested twice resulting positive both times. The consumer communicated negative result was confirmed by another rapid antigen assay test as well as pcr. It is unknown if consumer was symptomatic or asymptomatic at time of testing. Additional mdrs to be filed for each event.